Event description:
Report received of a compounder observed to be mixing a partial bag, clearing the delivered volumes, and then re-starting dispensing of the solution for the second time into the same receiver bag. The pharmacy technician noticed the bag was bulging and discarded the solution. The displayed volumes delivered were not noted and it was unknown if the partial bag volume was included in the final total volume displayed at the completion of the run. On subsequent runs, the same event occurred. At the completion of the subsequent tpn's, the compounder displayed the message "check received amount". Prior to noting that the compounder was overfilling, solutions had been dispensed to nursing units; however, once the compounder was noted to overfill, the dispensed solutions were retrieved. The customer reported that the previous tpn's had an overfill volume that ranged from 50 to 80ml. Though requested, there was no further information available.